Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a severe low blood glucose while using the ilet, with a nadir of 46 mg/dl and approximately four hours below 70 mg/dl; the device reportedly provided low and urgent low alerts, the user treated with oral carbohydrate, and no medical intervention or assistance was required. Symptoms included no immediate health effects, and the user later confirmed no loss of consciousness, confusion, or headache during the event. Outcomes included no injury, no disability, and no required medical or surgical intervention. Investigation included review of available data and user interview with troubleshooting and education completed. Investigation of this case revealed no identifiable device malfunction, user error, or external cause for the hypoglycemic event. It was concluded that the event was hypoglycemia with cause unclear and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.